Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device not returned.

Event description:
Posterior lumbar fusion l2-3. During final tightening of the verse unitized set screws, (B)(6) noticed that the audible click of the 80in-lb verse torque handle didn't sound as loud and felt weak. He then revisited the unitized set screws with a second verse torque handle from the second surgeon set and noticed that it had an extra half turn before torquing off. No time delay to procedure. No adverse event to patient. Photo available. Product discarded has been selected for product status in this instance as there is no appropriate status available to represent the following local process: instrument will be sent to local engineering for assessment of wear and tear. If "wear and tear" is assigned, a copy of the local assessment will be provided to the manufacturer for their record and case closure. In the case wear and tear cannot be assigned by the engineer, the product will be returned to the manufacturer as a product complaint for investigation.

Manufacturer narrative:
Product complaint # (B)(4). The torque limiting handle 80in-lb was returned for evaluation. Visual examination of the torque limiting handle has revealed significant wear from general usage. The torque limiting handle was tested. The handle is found out of specification. A device history record review found no issues that could have caused or contributed to the reported event. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. The most probable root cause for the under torquing of the handle can be attributed to lack of maintenance during its time in use. No issues were identified in the manufacturing and release of this device that could have contributed to the problem reported by the customer, as such the complaint will be closed with no further action. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported posterior lumbar fusion l2-3. During final tightening of the verse unitized set screws, dr (B)(6) noticed that the audible click of the 80in-lb verse torque handle didn't sound as loud and felt weak. He then revisited the unitized set screws with a second verse torque handle from the second surgeon set and noticed that it had an extra half turn before torqueing off. No time delay to procedure. No adverse event to patient. Photo available.